Event description:
It was reported that during set up, the tcm was making noise and displayed the code "999." The system was changed out and the surgery was completed successfully.

Manufacturer narrative:
No parts were replaced on the system and the product was not returned for evaluation. This report is being submitted to the FDA as a result of a retrospective review of product complaints.